Event description:
Reporter states that she is allergic to nickel and was told that there was no nickel in the implant. After surgery, reporter states that she had hives, increased heart rate trouble breathing and itching when patient was discharged from the hospital, she states that she developed a rash around the incision site. After staples were removed 3 months later, pt developed open sores and a rash around the incision that spread to the other side of her body. Patient went to her doctor and contacted "how medica" and was told that there was no nickel in the implant. Patient was seen by a dermatologist and requested a sample of the implant. The sample that was sent was titanium and alloyed. The dermatologist taped the sample to her arm and it caused a red circle. Patient states that she did research and requested a blood test for nickel, test results comeback stating that she was allergic to nickel. Patient did more research, and found that the implant was made of cobalt and "alloid." Patient states that she informed her doctor and he referred to an orthopedics doctor. Patient states that she was told by the orthopedist that the bone plate could not be removed due to the fact she could lose her leg. Patient states that the orthopedist said that the implant did contain nickel. Patient had revision surgery, however, she is now disabled and she has to use a cane to walk and she falls.